Event description:
It was reported that during the implant procedure, the right atrial lead had positioning difficulties and dislodged. It was additionally reported that the physician had difficulty with the helix extension and stylet insertion. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the full lead was returned and analyzed. Primary analysis results revealed the distal conductor was distorted. The helix could not be extended and retracted due to the distal conductor being distorted within the connector. Additional analysis revealed blood in/on the helix mechanism. The lead was damaged at implant.